Manufacturer narrative:
Corrected information: section d1: brand name; section d4: model number.

Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used ¿ edwards sapien xt transcatheter heart valve ¿ PMA p130009, or edwards sapien 3 transcatheter heart valve ¿ PMA p140031. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Investigation results suggest/indicate in addition to procedural factors (pressure from the implanted valve on cardiac structures), patient factors (valvular calcification) and co-morbidities not provided likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Faurie, b., souteyrand, g., staat, p., godin, m., caussin, c., van belle, e., mangin, l., meyer, p., dumonteil, n., abdellaoui, m., monségu, j., durand-zaleski, I., lefèvre, t., easy tavi investigators. Left ventricular rapid pacing via the valve delivery guidewire in transcatheter aortic valve replacement (2019). Jacc: cardiovascular interventions. Https://www.sciencedirect.com/science/article/pii/s1936879819319910. This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10181, related manufacturer report no: 2015691-2020-10182, and related manufacturer report no: 2015691-2020-10183.

Event description:
As reported by our affiliate in (B)(6) and through an article, ¿left ventricular rapid pacing via the valve delivery guidewire in transcatheter aortic valve replacement¿, between may 2017 and may 2018, 303 randomized patients underwent aortic valve replacement procedures using the sapien 3 or sapien xt valves by transfemoral approach. A conduction disorder requiring the implant of a permanent pacemaker (ppm) occurred in 45 patients within 30 days of the tavr procedure. Information regarding the exact type and timing of conduction disorders was not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.